Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected the reservoir's snap-cap and septum for anomalies. None were found. Ran an occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed manual prime and visual fluid flowing through the infusion set and out catheter tip. The reservoir was not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing procedure. The blood glucose reading was 335 mg/dl. The customer's mother stated that the customer had treated and felt okay. Upon troubleshooting, it was found that insulin did not exit the tubing. Testing with a new reservoir confirmed that a reservoir set change resolved the issue, and insulin did exit the new reservoir. Advised return of the reservoir for analysis. Nothing further reported.